Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with auto mode switch episodes due to post-paced t-wave oversensing observed on the right ventricular channel of the pulse generator. Programming modifications were discussed. No patient symptoms were noted. No further information was reported.